Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to display as "high." Specific values were unknown, but the level exceeded 500 mg/dl. The customer had not yet taken any corrective actions at the time of the call but planned to use multiple daily injections (mdi). Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if the issue arose again, which the caller acknowledged and understood.